Manufacturer narrative:
Combination product: yes. Neither the complaint device nor the angiographic material was returned for analysis. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation for the product detailed above verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 % and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Event description:
The orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion (88% stenosis degree) in a severely tortuous part of the mid lcx. It was noticed that the stent was moved on the balloon during preparation and therefore another stent was used to finish the procedure.

Event description:
The orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion (88% stenosis degree) in a severely tortuous part of the mid lcx. It was noticed that the stent was moved on the balloon during preparation and therefore another stent was used to finish the procedure.

Manufacturer narrative:
Combination product: yes. Neither the complaint device nor the angiographic material was returned for analysis. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation for the product detailed above verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 % and the stent retention force of a defined number of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. Additional information: case needed to be re-opened due to return shipment of the device. The returned device was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned device confirmed that the stent is deformed at its distal as well as on its proximal end, i.e., several stent struts are strongly bent outwards, crushed and everted. Outside of the deformed zone, the crimped diameter of the stent does still comply with the specification. Stent imprints on the exposed balloon surface indicate that the deformed struts were initially crimped on the balloon. Review of the production documentation verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 %. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.